Event description:
Pt reported cadd ms3 pump sn (B)(4) due 05/03/2020 can load cartridge, but will not deliver medication. Unable to "start delivery". Pt able to use backup pump. No adverse event as result of pump malfunction. Shipped replacement next day with return box for bed pump. No further info available. Error occurred while device in use. No injury resulted. Pt was able to switch to backup device. Pt will keep device so that it can returned to pharmacy. Reported to (B)(6) by pt/caregiver.